Event description:
It was reported that a flogard infusion pump experienced an f-22 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and an accuracy and functional test were performed. The reported condition of an f-22 alarm was confirmed. The cause of the reported condition was due to a damaged pump head module assembly (phm). To correct the issue the phm assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.